Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd glass. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call of a damaged insulin pump. The customer's blood glucose reading was unknown. The customer stated that the rough edge where the reservoir is locked is broken off. The customer does not recall how the damage occurred. The customer stated that it is most likely due to wear and tear. The customer also stated that the lock spot for the belt clip seemed corroded and the belt clip did not lock in place. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.